Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the tubing set was connected to an unspecified clave port connected to an unspecified central line catheter and was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. The customer contact reported that after the delivery was complete, the nurse disconnected the option-lok male adapter from the clave port. During disconnection, it was reported that the distal tip of the option-lok male adapter broke off and a piece of the option-lok male adapter remained lodged inside the clave port. The customer contact reported that the clave port was disconnected from the central line catheter and a replacement clave port was connected to the central line catheter. It was reported that the delivery was complete; therefore, the tubing set was not replaced. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.